Event description:
The asset/loaner was returned to the olympus service department for evaluation. There was no reported defect/malfunction associated with the device. Upon inspecting and testing, the service evaluation identified the adhesive at the distal end forceps cover is peeling off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation identified the adhesive at the distal end forceps cover is peeling off. Additionally, the scope failed the leak test due to a cracked bending section cover adhesive. Also, there is no image and the nbi function not working. The asset was previously serviced via repair in august 2020. No problems were found, inspection only. The investigation is ongoing. Therefore; the root cause of the reported issue cannot be determined at this time. However; if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 15-nov-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.